Event description:
It was reported the patient¿s lead was poking through the ipg pocket site. Surgical intervention took place wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI:(B)(4), serial: (B)(6), batch: a000154315. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.